Manufacturer narrative:
D10 concomitant products: n-2770-k n-2770-k monosof* 10-0 blk 30cm se1406da - (lot#d3g3458y); n-2770-k n-2770-k monosof* 10-0 blk 30cm se1406da - (lot#d3g3458y); n-2770-k n-2770-k monosof* 10-0 blk 30cm se1406da - (lot#d4h3163y); n-2770-k n-2770-k monosof* 10-0 blk 30cm se1406da - (lot#d4h3163y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one day after a laparoscopic vitrectomy, the five sutures ruptured. The patient was subsequently readmitted to the hospital for ambulatory care and had an additional surgery with a use of a new suture from a different brand. The physician reported that the color of the sutures was differed from the labeling on the box. The packaging indicated that the sutures were black; however, before use, some sutures were gold colored.